Event description:
It was reported that the patient presented to clinic for follow-up with measured data of 2.76 v, 9 ua, and 3 kohms. The magnet rate was 49.5 pulses per minute (ppm) with a base rate of 50. A manuel magnet rate was performed and the magnet rate was -below 30ppm-. The patient was pacemaker dependent. It was noted that the pulse generator had been exposed to therapeutic radiation.